Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient developed pain and a skin reaction at the infusion site on the arm after approximately 37-48 hours of pod wear, which required medical attention. The mother stated that after the patient developed pain at the infusion site, the pod was removed, and the area was found to be red, swollen with a lump, hot to the touch, and purulent discharge was observed. The mother consulted a healthcare professional at the emergency room via telephone on (B)(6), 2026, and an infection was diagnosed; she was advised to drain the area, apply hot compresses, and an antibiotic cream was prescribed. The healthcare professional also recommended the use of an steroid inhaler applied topically to the skin. The mother reported that she has used steroid creams post-pod removal to help irritated areas heal. The patient continued omnipod therapy, and no impact on blood glucose levels was reported.